Event description:
A (B)(6) y/o female transferred via air ambulance for higher level of care related to chronic renal insufficiency and septic shock. During flight, the central base 2011 monitor that was previously functioning properly at the outside hospital and prior to departure, began to malfunction. The bp cuff was no longer inflating despite all troubleshooting of the device. Upon arrival to hospital, manual bp was normal. No patient harm.